Event description:
It was reported that the lead exhibited unstable and rising thresholds. It was further reported that the lead was undersensing and exhibiting diminishing p-wave amplitude. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.